Manufacturer narrative:
The patient had a history of developing infections with other similar systems prior to implanting the nalu system. The patient did not report having any infection with the nalu system and no lab cultures were shared with the firm to confirm this. Cause of the surgical incision opening is unknown with the information available to the firm, however dehiscence of incisions is a known risk of surgical procedures. As the patient has a history of developing infections with other devices, this incident is likely related to the patient's underlying conditions and not directly caused by the nalu device.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat lower back and foot pain. On (B)(6) 2024 the patient notified a nalu representative that the system had been explanted on (B)(6) 2024 due to surgical wound dehiscence and implant exposure.